Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles in airway,lightheaded,dizzy,headache,difficulty breathing,particles in tubing chamber,nasal throat irritation or soreness. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12, 2021, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged visualization of particles in airway, lightheaded, dizzy, headache, difficulty breathing, particles in tubing chamber, nasal throat irritation or soreness related to a CPAP device's sound abatement foam. Additional information was received about the allegation of cough. There was no report of serious patient harm or injury.